Event description:
It was stated that the patient tripped over the mobile power unit (mpu), and the mpu had a large crack in the exterior casing. The mpu was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: loose rubber encasing around lemo connectors. The reported event of exterior damage was confirmed upon arrival of the returned mobile power unit (serial number: (B)(6). The ac power inlet and housing of the unit were found to be damaged, and the top handle was broken in half. Despite the observed damages, the unit was found to function as intended. The damaged components were replaced, and preventative maintenance was performed. The serviced unit then passed a full functional checkout. The root cause of the observed damages was suspected to be related to the provided information that the patient tripped over the unit. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 instructions for use (IFU) (rev. G) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook (rev. G) section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit. Heartmate 3 patient handbook (rev. G) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.